Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed low battery warnings, low battery voltage and pump reboots. There was no visible damage observed to the battery compartment. The returned battery cap was able to fully secure onto the pump. The battery cap contact measured within specifications. There was no evidence of moisture observed in the battery compartment or interior of the battery cap. The pump powered on with the returned battery cap. The pump was opened and no moisture or damage found to the internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.